Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the customer's reports were observed by a zoll approved service provider during initial testing. Replacement parts were sent to the customer. However, without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device displayed "defib fault 72", "defib fault 95", and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.